Event description:
A customer contacted beckman coulter (bec) in regards to obtaining false low sodium (na) and chloride (cl) patient results for four (4) separate patient samples generated on the olympus au400 clinical chemistry analyzer. No erroneous results were reported out of the laboratory. The patient samples were rerun on an alternate au analyzer yielding results within normal range and were reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
To troubleshoot the situation, the customer performed the manual bleach procedure and noted some improvements; however a low recovery was still occurring. The customer indicated that the na electrode was installed on (B)(6) 2013 and the cl electrode was over six (6) months old. Bec hotline instructed the customer to replace the cl electrode and recalibrate. The customer continued to experience low recovery issues even after replacing the cl electrode. Hotline requested the customer to run a coefficient of variation (cv) test on the instrument for na and cl and fax it to bec for review. Review of the data showed that the cv's for na and cl were 0.77 and 0.76 respectively. The acceptable cv recovery range is 0.7. The customer confirmed that the sample and buffer syringes and sample probe were replaced in (B)(6) 2013. Customer stated that there have been no issues with any other photometric assays. The customer replaced the ionized selective electrode (ise) buffer syringe, primed the system, performed calibration, and ran quality controls (qc) which resolved the issue. Customer verified instrument performance. Service was not dispatched for this event since the customer corrected the issue. Failure mode: buffer syringe failure.